Manufacturer narrative:
Baxter's product surveillance department is pursuing the sample that was reported as available at the time of the initial report.

Event description:
Home patient contacted baxter technical services to report a patient line leaking in fil 6/6. Fill volume = 1900ml and the patient disconnected and replaced the cassette. Home patient reported that the initial drain did not have leak. Advised to call nurse and pass on the information. No patient injury or medical intervention was indicated at the time of the initial report.